Manufacturer narrative:
According to the complainant's father, "..when he arrived at school, he gave his son sugar tabs then transported him to the hospital where he was treated with an IV before being released with orders to follow up with his doctor..." The father refused to go through the meter's memory and declined to provide any further information regarding the reported event; stating, "... He was "still dealing with this whole situation and needed to go check on his son who was staying with his mom." During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert: - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. - storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
The complainant's father, (B)(6), called in to customer care to report that "...his son's school contacted him, stating (B)(6) lost conscience in school earlier today on his way to lunch ...."

Manufacturer narrative:
Complaint is not confirmed. The complainant did not return the glucose meter or the test strips in question. Although the complainant did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.